Event description:
Reporter stated that, when attempting to remove a used lancet drum from the lancet device, she noticed that one of the lancets was protruding the drum casing. Reporter did not experience an accidental puncture as a result. No injury was reported and no treatment was rec'd. Technical support requested the return of the suspect product and replacement product was shipped.